Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified related to the reported high blood glucose level was found. The reported paint chip was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (300 mg/dl) and a correction bolus was delivered via the pump to address the high bg. Due to the correction bolus, the bg dropped to 49 mg/dl and glucose tablets were consumed to address the low bg. The customer stated that the pump's profile settings needed to be adjusted and were the cause of the low bg. The customer was not sure of the cause of the high bg and thought that it may have been related to chipped paint on the pump's cartridge rails which made loading the cartridge difficult. The customer was to continue to use the pump to manage diabetes.

Event description:
The customer reported ongoing difficulty loading the cartridge due to the paint chipped rails on the cartridge. Customer has always been able to successfully load a new cartridge and this load issue has not caused any further impact to the customer's blood glucose level.